Event description:
It was reported the patient experienced an unknown hernia coincident with automated peritoneal dialysis therapy. The hernia was reported to have been diagnosed after automated peritoneal dialysis therapy began, and the hernia had worsened with peritoneal dialysis therapy. The patient was admitted to the hospital and had hernia repair surgery eight days prior to the receipt of this report. Nine days prior to the hernia repair surgery, peritoneal dialysis therapy was discontinued due to an unrelated event and on the same day as the hernia repair surgery, hemodialysis was initiated. After two days of hospitalization, the patient was discharged. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced an unknown hernia. Should additional relevant information become available, a supplemental report will be submitted.